Manufacturer narrative:
The catheters were discarded/not returned for investigation. (B)(4).

Event description:
It was reported that during 2 unrelated atrial fibrillation procedures, performed using navistar rmt thermacool catheters, following the procedures, heavy clots were found on the catheters. Nothing odd/unusual was seen during those procedures, therefore, the customers did not realize the problem until the procedures were completed. No abnormal impedance readings were seen during the procedures. Power setting were at 30-35 watts for the anterior wall, and 25-30 w for posterior wall. Doctor stated that he monitored the temperature very thoroughly, when the temperature went over 40-41 degrees celsius, the flow rate was ramped up above 17 ml/min which is their normal flow rate during ablation. This complaint consists of 2 procedures independent to each other, performed approximately one week apart. The first incident was reported to be approximately between (B)(6) 2010; and the second incident was approximately between (B)(6) 2010.